Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: a review of the pump black box showed cs 88 watchdog and cs 163 no cartridge detected warnings on (B)(6) 2018. The pump was returned with evidence of moisture corrosion under the display screen. A leak test confirmed a display lens leak. During investigation, when the pump was powered on, the pump was frozen on the verify screen and was unable to navigate to the main menu. Load step testing was not able to be adequately completed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.